Manufacturer narrative:
508-40-101, s803 - dislocation, revision surgery 1644408-2022-00490; 508-32-101, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Rivision surgery - due to dislocation.